Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an allergic reaction occurred. A patient was having a drainage procedure performed with the use of a vtc¿ nephrostomy tube. It was noted that once the port touched the patients skin, it caused the patients skin to blister. No further patient complications were reported and the patient was discharged.